Event description:
It was reported that the physician could not establish telemetry connection with the radio frequency (rf) programmer head during follow up. A new rf head was used and the issue was resolved. The programmer head was to be returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).